Event description:
It was reported to medtronic neurosurgery that the doctor suspected that the lumboperitoneal shunt system was not shunting normally. The product was explanted.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.